Event description:
During bi-ventricular assist device support, the console switched into battery operation. A backup console was used with no impact to the pt. The problem was isolated to the power supply. It was replaced and the problem was resolved.